Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. A service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain cycle six) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 22:09:38. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume.no further information was available.